Event description:
It was reported that the patient with this implantable pacemaker fell 3 times in 1 week and experienced a low heart rate of 20 beats per minute. This patient presented to the emergency room (ER) noting that the right ventricular (rv) lead was not functioning and had broken off. This patient underwent a procedure in which this device system was explanted and replaced with a non boston scientific system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this implantable pacemaker fell and experienced low heart rate. Boston scientific technical services (ts) referred the patient to the physician. This device was explanted. No additional adverse patient effects were reported.